Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a cracked downstream occlusion seal. The downstream occlusion seal was replaced. The device then passed all functional tests. The event history log was reviewed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an abraded downstream occlusion seal. The device evaluation was able to confirm a cracked downstream occlusion seal. The event occurred during testing.